Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user detected an insulin odor, removed the cartridge from the ilet, and observed that the cartridge glass was broken inside the pump; the user does not use prefilled cartridges and successfully replaced supplies after receiving education on the proper change procedure. Symptoms included none, with a reported blood glucose of 155 mg/dl and no adverse clinical effects. Outcomes included no interruption of therapy after supply replacement and no medical intervention or hospitalization. Investigation included troubleshooting and review of use steps with the user. Investigation of this case revealed a broken cartridge and adaptor consistent with device component damage, with the user acknowledging prior connection of the cartridge and connector outside the device. It was concluded, based on previously established findings for similar reports, that the cause was likely handling-related damage during supply change.